Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that a "no disposable clamp tubing alarm" occurred. I reviewed settings then had him power off pump. Pump restarted. It restarted in run mode- reservoir volume 173 ml and gave him a dose while I was on the phone and reservoir volume was 172.8. Informed him to call us back if it alarms again. He verbalized understanding. No patient injury reported.